Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was successfully delivered to address the bg level. The contact declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion as they were able to deliver a correction bolus without any additional alarms occurring. Cts advised the contact to monitor the customer's bg levels.